Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Loose battery pin connection in the device's rear case was determined to be the cause of the reported issue. Stryker replaced the device's rear case to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Initial reporter email address was not provided and is therefore, left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.